Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The customer returned the meter; the test strips were not returned. The customer¿s meter was tested using retention strips (lot 44009621) and lin 3 controls: testing results (qc range = 2.5 - 3.1 inr): qc 1: 5.2 inr, qc 2: 5.4 inr, qc 3: 5.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The results were 3.4 inr and 2.0 inr and were obtained within 4 hours of one another. The customer¿s therapeutic range is 2.0 ¿ 3.0 inr.